Manufacturer narrative:
No allegation of product malfunction or non conformance contributing to the reported event.

Event description:
The patient underwent the stent assisted embolization of a left internal carotid artery aneurysm with no reported clinical consequence or product malfunction or non conformance. At routine follow up, angiography revealed a worsening of the aneurysm occlusion compared the post procedure angiography although the patient was asymptomatic. About 286 days after the index procedure, a second procedure was performed to occlude the aneurysm. During this second procedure, a further twenty coils were placed without clinical consequence to the patient. A post procedure angiogram revealed a raymond scale of 1.